Event description:
Related to MFR report #2183959-2012-00075. On (B)(6) 2010 a perigee system device was implanted. It was reported that the patient developed bladder outlet obstruction, dysfunctional voiding and pain. On (B)(6) 2011, she presented for surgery and the doctors concluded that the mesh eroded. On (B)(6) 2011 the patient underwent labioplasty surgery to further correction. As a result of the implantation of the device the patient has allegedly experienced pain, disability, impairment, "loss of enjoyment of life."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.